Event description:
It was reported to medtronic neurosurgery that the lumboperitoneal catheter was found to be damaged during the lp shunt procedure. The report stated that the catheter was found to be torn. According to the report, there was a 10 minute delay in the surgery. The report stated that the patient has not shown any health problem.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).